Event description:
It was reported by the pt's attorney that the ivc filter fractured. Allegedly, the fractured portions migrated to the pt's vital organs. It is alleged that the pt sustained injuries and underwent extensive medical treatment. The filter remains implanted.

Manufacturer narrative:
Although additional info has been requested, it has not been received to date. The device history could not be reviewed as the lot number was unk. The filter remains implanted; therefore, a sample evaluation could not be performed. Based on the info available, the result of the investigation is inconclusive. The root cause is unk. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters.